Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed in u9000 ultrafilter during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the leak was not able to be observed. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition was not verified. Also, a companion sample was received from lot# 2-1905-h-01 (not lot# 1-1909-h-01 which was reported). Nevertheless, the ¿companion¿ device was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional leak testing, and no leak was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.